Manufacturer narrative:
Upon return to our quality assurance laboratory this lead underwent detailed analysis. Visual inspection noted the helix was retracted and intact with dried blood in the housing and lumen. The lead met electrical specifications. In conclusion, lab analysis could not confirm the allegation of dislodgement. However, analysis confirmed the helix allegation failure which was most likely due to the blood in the mechanism.

Event description:
Boston scientific received information that this atrial lead had dislodged into the patient's pocket. This was discovered through sensing issues and later confirmed by x-ray. The patient had no symptoms as a result as the patient was in atrial fibrillation. The lead was attempted to be revised however the helix mechanism no longer worked. A new lead was successfully implanted.

Manufacturer narrative:
The representative reported the lead was to be returned. Investigation is complete to date. Should additional information become available this event will be updated.